Event description:
Additional information was received that the patient had a heart transplant on (B)(6) 2019.

Manufacturer narrative:
Section d10: additional information. The percutaneous lead only was returned 08nov2019. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that would have contributed to the reported low speed and pump stoppage events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 6¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 35¿. Evidence of a previous distal-end driveline replacement was observed on the 35¿ dl segment. A silicone material, similar to that of the apical sewing ring, was observed over the pump body which had been secured with black sutures. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 0.5¿ from its hardware and returned attached to the outlet elbow. A distal portion of the sealed outflow graft material was also returned under the sealed outflow graft bend relief. The sealed outflow graft bend relief was returned detached from the graft attachment. The bend relief collar was not returned. (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 17¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Additional hi-pot testing of the dl segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The 6¿ pump-end dl segment as well as the 35¿ dl segment were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. Visual inspection of the 35¿ dl segment revealed breaches to the insulation of the green and black wires approximately 34.5¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining wires of both driveline segments revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline segments were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the green or black wires contacted the braided shield while the system was operating on a tethered power source, the resulting short to ground would have resulted in the low speed alarms which were confirmed through the submitted log file. Similar events could have also occurred from a phase-to-phase short if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit or battery power. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented to clinic with reports of low speed alarms that started on (B)(6) 2019. The patient had no known history of drive line issues. There were no pump stops noted in history and there was no visible damage to the drive line. During the analysis of the log file low speed advisories were observed while the device was connected to the mobile power unit. X-rays were unremarkable. It was suspected this was caused by a short to shield issue. The patient was asymptomatic. On (B)(6) 2019, technical services performed an external percutaneous lead repair without issue. 22 inches of the external drive line was replaced and the new drive line was spliced into the original drive line approximately 2.5 inches from the exit site. The patient had more speed drops post percutaneous lead repair. The patient is on the transplant list so the plan was to leave the patient on an ungrounded cable until the transplant. No further information was provided.